Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported "capsular contracture" baker grade unknown, "tightness and discomfort." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Additional observations: stress marks and crease fold observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported "capsular contracture" baker grade unknown, "tightness and discomfort." Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported "capsular contracture" baker grade unknown, "tightness and discomfort." Device has been explanted and replaced.